Event description:
It was reported that an non sustain lead noise alert was noted via merlin.net transmission. The event shows that the patient was in a sinus tach. The p-waves finally were fast enough to land in pvarp causing sir and ap events for a competitive atrial paced event. Device remains implanted. Patient condition is good.